Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation with a commander delivery system, and two other expandable sheaths (size 14f and 16f) that were used in the same procedure. The returned device was visually inspected the sheath was expanded. The sheath distal tip was split. No relevant functional testing was able to be performed because the sheath was already fully expanded. No relevant dimensional analysis was able to be performed due to the nature of the complaint. A DHR review was unable to be performed due to unavailability of device work order information. A lot history review was unable to be performed due to unavailability of device work order information. A review of the complaint history from october 2017 to september 2018 revealed other returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ for the expandable sheath (all 14f models). Related complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient factors (access vessel calcification/tortuosity or undersized access vessel mld) may have contributed to the complaint events., but no potential manufacturing nonconformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient/procedural factors may have contributed to the complaint events. Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿resistance between devices¿. A review of the complaint history from october 2017 to september 2018 revealed other returned complaints for ¿sheath distal tip ¿ split¿ for the expandable sheath (all sizes and models). One complaint was confirmed, but no potential manufacturing non-conformances that would have contributed to the complaint were identified during the investigation. Available information suggested that procedural factors (device/guidewire manipulation) may have contributed to the complaint event. No potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient factors (access vessel calcification and/or tortuosity) may have contributed to the complaint events. Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿damaged¿. Instructions for use (IFU), device preparation manual and procedural training manual were reviewed. No IFU/training deficiencies have been identified. Since work order information was not provided, the currently effective revisions of the documents below are referenced. The inspections and tests described below are representative of the processes that the delivery system would have undergone during manufacturing. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During thv transfemoral esheath assembly procedure for s3, the sheath visual inspection rejects for wrinkles, kinks, bends, mechanical damage, protruding or missing material, crosslinking of hdpe across liner. After the soft tip scoring and proximal trimming, the tip is inspected and rejected for tears. During sheath final inspection, it is rejected for wrinkles, kinks, bends, mechanical damage, protruding or missing material, crosslinking of hdpe across liner. Expander insertion force is tested. After expansion testing, it is rejected if damage was caused to the sheath (i.e. Tears), or if liner does not open in distal 2¿ of sheath. All samples tested during pv are required to pass for the lot to be released. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿sheath distal tip ¿ split¿ was confirmed, while the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the training procedural manual, patient factors such as vessel tortuosity and diameter can affect insertion forces for both the sheath and delivery system. As reported, ¿the patient had an existing metalclip implanted and the a. Femoralis showed tortuosity. Due to this, the first 14f esheath was unable to be inserted into the patient and the tip split¿. Since patient factors led to damage to the distal tip and difficulty inserting the first sheath, it is possible the same factors (prior implant, tortuosity) also lead to distal tip damage and difficulties advancing the delivery system through the second sheath. The previous implant may have damaged the tip during insertion and subsequently constricted the sheath, making delivery system insertion more difficult. Available information suggests that patient factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. Since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required. The complaint for ¿sheath distal tip ¿ split¿ was confirmed, while the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. No manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (prior implant and tortuosity) may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Event description:
As reported by our affiliates in (B)(6), post placement of the 26mm sapien 3 valve by tf approach in aortic position, as seen during evaluation, the second sheath tip was split. The patient had an existing metalclip implanted and the a. Femoralis showed tortuosity. Due to this, the first 14f esheath was unable to be inserted into the patient and the tip split. A second esheath was taken and successfully placed in the patient. However, it was then not possible to push the valve through the sheath and it got stuck. The whole system including esheath were removed together. With a 16f esheath the valve was then successfully implanted. The patient was doing well post procedure. As per pre-deco evaluation, the split sheath distal tip of the first sheath was confirmed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.